Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found c300 ¿ reliability non-conformance. The receiver did not pass functional testing. Analysis identified corrosion was on the hybrid can/pins of the receiver. A lab functional test determined that no output was observed on any electrode pair. The ins output was tested at the cut end of the returned extension and no output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3425, serial# (B)(4), product type transmitter. Product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1994, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that when he adjusts the setting, he felt stimulation but then it stopped working. The patient believed it could be an issue with the internal device. It was noted that this was a sudden change. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient died of natural causes on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.